Event description:
It was reported that the introducer sheath was inserted without incident. After the procedure was completed, the sheath was removed over a guide wire. The sheath was removed about half way when it separated into two pieces. The pt was sent to surgery where the indwelling portion was removed. There were no additional pt complications.